Manufacturer narrative:
The bwi failure analysis lab received the complaint device. Upon receipt, it was determined that the shaft is twisted with broken braid wires exposed. The investigation has begun, but is not completed at this time. (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure involving a thermocool® smarttouch® uni-directional navigation catheter, and a EKG noise issue that was indicative of an MDR reportable event occurred. The physician had no available EKG nor intracardiac signals available to monitor the patient¿s heart rhythm and error messages were displayed on the carto system that indicated a "leakage current" issue. The bwi failure analysis lab received the complaint device. Upon receipt, it was determined that the shaft is twisted with broken braid wires exposed. The investigational analysis has been completed. Upon receipt, the device was visually inspected and shaft was found damage and twisted causing to be broken and braid to be exposed in some areas. Different analytical techniques were carried out to determine the root cause of this condition; however none of them were conclusive. Per the event reported the catheter was tested for electrical performance and it was found within specifications. Therefore, we can conclude that all electrical wires were perfectly insulated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a leakage current failure cannot be confirmed. The root cause of the shaft damage could not be determinate. An internal investigation has been opened to further investigate similar failures that have been identified.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure involving a thermocool® smarttouch® uni-directional navigation catheter (lot# 16067444m), and a noise device malfunction occurred. During the case, the physician discovered that there was signal noise on all available channels, including the 12 leads of body surface (bs) and all intracardiac (ic) signals. Noise was visualized on both the carto mapping system and the ep recording system at the same time. The physician had no available EKG nor intracardiac signals available to monitor the patient¿s heart rhythm. Error messages were displayed on the carto system that indicated a "leakage current" issue. The complaint catheter was disconnected as a troubleshooting mechanism. The procedure was completed successfully with a similar-like device. There was no patient consequence. The product has not been returned. The product investigation is pending.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto mapping system (serial and model # unk). (B)(4). Lot# 16067444m.